Event description:
It was reported that the patient presented to the hospital for cardiac arrest and the device did not deliver shocks appropriately. Signals of varying amplitude on the ventricular sense amp were observed. It was noted that chest compressions were administered to the patient. The ventricular sensitivity was reprogrammed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.